Event description:
The customer reported that while the iabp was in use on a patient, the iabp was not providing the pressure wave form, from the iab. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the fiber was disconnected at input connector behind pim. He reconnected the fiber; the iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).